Event description:
A malfunction alarm was reported. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions for resetting the pump, which resolved the issue as the malfunction did not recur. The customer was advised to continue using the pump and to call back if future malfunctions occur.